Manufacturer narrative:
The lead remains implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported he felt unwell. Further examination revealed his right ventricular (rv) lead had dislodged and migrated into the coronary sinus (cs) as confirmed via x-ray. A revision procedure was performed wherein the physician abandoned and replaced the rv lead with an alternate. No additional adverse patient effects were reported.